Manufacturer narrative:
(B)(4). The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that a large volume infusor experienced no flow after an unknown drug was injected into the fill port. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation drained of fluid and with a broken syringe tip inside the fill port. Visual inspection showed no defects. Flow of fluid was observed from the distal luer after the device was filled with water. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.